Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found; however, there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt there was difficulty extending and retracting the helix on the right ventricular lead. It was also reported that an implant attempt was made with an additional right ventricular lead that was too short for the patient. Neither lead was implanted and another lead was used. No patient complications have been reported as a result of this event.